Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 281 mg/dl. The user alleged the insulin pump was under delivering insulin due to hyperglycemia. No harm requiring medical intervention was reported. The customer was treated with manual injection for high blood glucose. Customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer declined to perform the high pressure test. The insulin pump as well as reservoir will not be returned for analysis.